Manufacturer narrative:
Additional information: the foot of the duraguard was reported to be bent during service inspection at the manufacturing facility. During failure analysis, the reported event of the bent duraguard foot was confirmed by a stryker technician through visual and functional evaluation. A bent duraguard can occur when excessive side load is applied to the feature. Damage to the foot of the duraguard can cause the router to tear the dura. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
It was reported that the maestro medium fixed duraguard tore the patient's dura at the point in procedure where they were going to cut the dura anyway, but before it was intended to be cut. The customer reported that part of the issue was an anatomy issue with the patient; the dura was stuck to the skull, but the attachment would not cut correctly. No medical intervention and no surgical delay were reported with this event. It was reported that the procedure was completed successfully. After several follow-up attempts with the account were made, no additional information was provided regarding this event.

Event description:
It was reported that the maestro medium fixed duraguard tore the patient's dura at the point in procedure where they were going to cut the dura anyway, but before it was intended to be cut. The customer reported that part of the issue was an anatomy issue with the patient; the dura was stuck to the skull, but the attachment would not cut correctly. No medical intervention and no surgical delay were reported with this event. It was reported that the procedure was completed successfully. After several follow-up attempts with the account were made, no additional information was provided regarding this event. After return to the manufacturing facility, it was reported during service inspection that the foot of the duraguard was bent.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.